Event description:
This rv lead was implanted on (B)(6) 2010, and remains implanted at this time. A call was placed to technical services on (B)(6) 2018, stating that this lead was exhibiting high out of range shock impedances measuring 111 ohms last march and 137 ohms today. The following physician was dr. (B)(6), at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).